Manufacturer narrative:
Section d4, h4: correction (serial number, expiration date, manufacturing date).

Manufacturer narrative:
Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event. The report of a twisted driveline was confirmed based on the evaluation of the submitted x-rays. The submitted log file contained data from (B)(6) 2020. No atypical alarms or events were noted. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The account communicated that the patient¿s driveline was very twisted. A proactive driveline repair was not requested as no alarms have been noted at this time. The patient appears to be experiencing normal pump operation. The account submitted x-rays for review which revealed multiple areas of twisting/kinking on the external portion of the driveline. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was very twisted but does not appear to be the cause of any issues and the log file did not cpature any abnormal alarms or events. The x-rays showed areas of conductors twisting and possible areas of stress. The patient will be monitored for any abnormal pump operation and as of (B)(6) 2020, no abnormal pump operation was observed on interrogation. A driveline repair was not requested by the site as no alarms were noted.